Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed the black box recorded several low battery warnings. The battery voltage drifted above and below the low battery warning level several time. The battery was not changed after the first several warnings. After the battery change the voltage suddenly dropped. Battery compartment was cracked from the threads to the case seal. Corrosion in the battery compartment and on the battery cap spring. Leak test failed due to battery compartment crack and display lens leak. The threads on both the battery compartment and cap were intact. The battery cap measurements were within specifications. Opened pump and removed from case. No corrosion internal to pump just in battery compartment. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed battery compartment was cracked. This report is made based on results of investigation completed on (B)(4) 2013.